Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6944, and no non-conformances were identified. Additional summary: received eight unopened samples of product code sxpp1a419, lot mm6944 for evaluation. The complaint sample was not returned. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. Per the conditions of the sample received, no performance breakage needle were found, representative samples returned to support investigation of 4 quantity of device issues captured in reports 2210968-2019-88230, 2210968-2019-88231 and 2210968-2019-88232 . Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and barbed suture was used. The needle broke in half after the third pass, while passing through tissue. The needle was retrieved from the patient and another like device was used. It was not reported how the procedure was completed. There were no patient consequences reported.